Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for noisy signals over sensing that led to inappropriate anti-tachycardia pacing (atp). The over sensed noise was isolated on the rv pace sense electrogram only. Serial impedance tests, isometrics, and pocket manipulation were performed and were unable to provoke any lead noise. Recommended a chest x-ray as well to potentially visualize any lead issue. Noted that the impedance trend had been stable for the last year. The crt-d and the rv lead remains in service. Additional information was received regarding the system being explanted at a surgical intervention. No additional adverse patient effects were reported. Additional information was received that during the surgical procedure to explant the rv lead because of a lead fracture, the patients superior vena cava was lacerated by the lead extraction sheath. The rv lead and the lead extraction sheath are not boston scientific products. The patient lost blood pressure, invasive ventilation and cardiopulmonary bypass were used but the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for noisy signals over sensing that led to inappropriate anti-tachycardia pacing (atp). The over sensed noise was isolated on the rv pace sense electrogram only. Serial impedance tests, isometrics, and pocket manipulation were performed and were unable to provoke any lead noise. Recommended a chest x-ray as well to potentially visualize any lead issue. Noted that the impedance trend had been stable for the last year. The crt-d and the rv lead remains in service. Additional information was received regarding the system being explanted at a surgical intervention. No additional adverse patient effects were reported. Additional information was received that during the surgical procedure to explant the rv lead because of a lead fracture, the patients superior vena cava was lacerated by the lead extraction sheath. The rv lead and the lead extraction sheath are not boston scientific products. The patient lost blood pressure, invasive ventilation and cardiopulmonary bypass were used but the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for noisy signals over sensing that led to inappropriate anti-tachycardia pacing (atp). The over sensed noise was isolated on the rv pace sense electrogram only. Serial impedance tests, isometrics, and pocket manipulation were performed and were unable to provoke any lead noise. Recommended a chest x-ray as well to potentially visualize any lead issue. Noted that the impedance trend had been stable for the last year. The crt-d and the rv lead remains in service. Additional information was received regarding the system being explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non bsc right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for noisy signals over sensing that led to inappropriate anti-tachycardia pacing (atp). The over sensed noise was isolated on the rv pace sense electrogram only. Serial impedance tests, isometrics, and pocket manipulation were performed and were unable to provoke any lead noise. Recommended a chest x-ray as well to potentially visualize any lead issue. Noted that the impedance trend had been stable for the last year. The crt-d and the rv lead remains in service. No adverse patient effects were reported.